Event description:
It was reported that when a device was used during a colon resection, the device fired malformed staples. The surgeon completed the case with hand suture. There were no further consequences to the patient.